Manufacturer narrative:
The reported event was operation issue. As received, a complete stretched lead was returned in one piece with the helix found stretched and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) lead became caught in heart tissue during positioning. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.